Manufacturer narrative:
Additional information received indicates that the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, approximately thirteen years post implantation. The ppf notes that patient experienced perforation of filter struts outside the inferior vena cava (ivc) and tilt. The ppf notes that the patient lives with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious injury. The patient lives with the fear that his filter has tilted within his vena cava and perforated outside of it. According to the information received in the medical records, the patient¿s pre-operative diagnosis was history of deep vein thrombosis (dvt), chronic coumadin therapy and severe right degenerative hip disease. The filter was inserted into the distal inferior vena cava without difficulty. The filter was expanded fully. The filter was positioned in the distal vena cava with good apposition to their vein walls. Pressure was held on groin for five minutes and no apparent bleeding. The patient was awake, alert and comfortable during the procedure. The patient was taken back to the recovery area for observation. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of severe right degenerative hip disease and deep vein thrombosis (dvt) while on chronic coumadin therapy. The indication for the filter placement was reported to be a high risk of recurrent dvt and pulmonary emboli (pe) prior to a planned right hip replacement surgery. The patient¿s inferior vena cava (ivc) was noted to be too large for filter placement. The filter was implanted via the right common femoral vein and deployed above the iliac confluence with good apposition to the venous walls. Approximately thirteen years after the implantation, the patient became aware that the filter had tilted and was associated with perforation of strut(s) outside the inferior vena cava (ivc). The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt. The patient further reported experiencing anxiety that the filter would fail and that it was not retrievable with serious surgery. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: catalog number.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt that causes injury and damage to the patient. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to malfunction including perforation and tilt that causes injury and damage to the patient.

Event description:
According to the information received in the redacted-amended ppf, the patient additionally reports fractured filter struts retained within the ivc, blood clots, clotting and occlusion the ivc, becoming aware of these events approximately fifteen years and six months after the filter implantation.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The patient reported becoming aware of events approximately thirteen years post implant. The patient also reported anxiety related to the filter. According to the information received in the medical records, the patient¿s pre-operative diagnosis was history of deep vein thrombosis (dvt), chronic coumadin therapy and severe right degenerative hip disease, requiring impending hip replacement surgery. The filter was placed via the right common femoral vein and deployed in the distal vena cava over the l3 vertebra. Initial imaging depicted an accessory vein with multiple lumbar side branches. The sheath was pulled back into the iliac vein and another venogram visualized the true vena cava and the renal veins. The ivc at this location was measured at 33 1/2mm. The physician concluded the location was too large for the filter and after multiple images determined that the l3 level was conducive to release the filter. The filter was expanded fully and was positioned in the distal vena cava with good apposition to their vein walls. The patient was awake, alert and comfortable during the procedure. The patient was taken back to the recovery area for observation. The patient subsequently reported becoming aware of fractured filter struts retained within the ivc, blood clots, clotting and occlusion the ivc, approximately fifteen years and six months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.